Manufacturer narrative:
Date of even: (B)(6) 2019. Date of report: (B)(6) 2019. International UDI: (B)(4); serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the flex arm on the device was damaged. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event : (B)(6) 2019, date of report : 25jun19. The manufacturer¿s international service technician confirmed the reported issue. The customer repaired unit themselves. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.